Event description:
A nurse assisting a (B)(6) male patient contacted zoll customer support to report that the patient's monitor will power on, but nothing happens when the response buttons are pressed. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not respond to response button) has been confirmed. An investigation of the monitor revealed several abnormal shutdown flags. Further inspection of the monitor showed that the c/a board was wet around the micro-sd slot and jtag connection. The lcd was also found to have moisture. The c/a board and lcd were replaced. The root cause of the moisture was likely a result of liquid ingress through the sd card slot. No adverse event resulted from the defective capacitor. The patient received a replacement monitor.